Manufacturer narrative:
Outcomes attributed to adverse event: other: non-fusion. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It reported that the patient underwent posterior spinal fusion and fixation due to trauma. On an unknown date, after about 21 months post-op, it was found that the implanted rod had broken. The patient did not achieve solid fusion due to rod breakage. The patient has not underwent any revision surgery yet and it is unknown if there will be any revision surgery performed in the future.